Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000158. A medtronic representative went to the site to test the equipment. Testing revealed that docking was not possible and confirmed the reported issue. The x-stage cover was adjusted and invalidate home performed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the docking position was not reachable. After pressing the docking button on pendant gantry moved back to the generator cover and stopped mechanical, after that gantry not moving down to the x-stage cover. The site was visited, and it was noted that the gantry cover was too low on the front caster wheels, that was the reason that the gantry not moved far away out on x-axis. X-stage cover adjusted, invalidate home performed. There was no patient present when this issue was identified. No additional information was provided.